Event description:
Healthcare professional reported left side device rupture discovered during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued a2 date of birth: partial date of birth provided as 1974. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on january 15, 2025, with lot number 3033214. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness within specification. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side device rupture discovered during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture discovered during surgery. The device has been explanted and replaced with another manufacturer's device.